Manufacturer narrative:
Medwatch sent to FDA on 07/06/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information provided by the physician notes the patient has been better for the past two weeks and the punctures have stopped, however the injected areas are still hard. "Allergy research" is being performed with "current products."

Manufacturer narrative:
Medwatch sent to FDA on 06/06/2016. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of induration, edema, inflammation, swelling, pain, and puriform liquid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of induration, edema, inflammation, swelling, pain, and puriform liquid as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported patient was injected to the cheeks, chin, marionettes, and malar crescent with juvederm voluma with lidocaine, as well as concomitant injection with juvederm volift with lidocaine. "Immediately" after the injection patient took augmentin for angina, however the angina is considered not device related. Five days later patient developed indurated zones and edema on all injection sites. At the onset of the inflammation, which included major swelling and pain, patient was prescribed zeclar and ciflox. The prescriptions continued until the patient was hospitalized and then the patient was prescribed cortancyl for 10 days on a decreasing dose. The patient underwent a puncture and drainage procedure and an "echo" of all the injection sites and there was puriform liquid. Three days later patient underwent another drainage procedure at the hospital. The patient's "bacterio" was negative. Symptoms are ongoing.